Event description:
A report was received that at the end of the permanent implant procedure, the patient stopped breathing and coded on the table. The patient was intubated and transferred to the intensive care unit (ICU). The patient is undergoing rehabilitation and doing well. No device malfunction was suspected and the stimulator was not on at the time of the reported event. The reported event was assessed as not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead, 50 cm. Model: sc-4318, serial/lot: (B)(4), description: clik x anchor. As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform device analyses. However, review of the complaint report, device history and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that at the end of the permanent implant procedure, the patient stopped breathing and coded on the table. The patient was intubated and transferred to the intensive care unit (ICU). No device malfunction was suspected and the stimulator was not on at the time of the reported event. The reported event was assessed as not device or procedure related.